Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to scope connector being damaged which led to no image. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
The olympus employee reported that the evis lucera elite bronchovideoscope displayed no image. The image was lost post-disinfection during preparation for use in a diagnostic bronchoscopy procedure (a biopsy was planned) completed with a similar device. Reportedly, there was a delay of approximately one hour when the patient was administered local anesthetic spray of 10% xylocaine spray /lignocaine and was pending conscious sedation. Additionally, one more dose of local anesthesia was required. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed image disappearance at angulation. The device evaluation found damage on plug unit and hence the image was not displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.